Manufacturer narrative:
Section h6: health effect - clinical code has been corrected.

Manufacturer narrative:
A patient experiencing soreness at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a bed sore over the site of their ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted to address the issue.